Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported by the manufacturer's sales office that the v60 device displayed occurrence of a vent inop alarm of da pcba adc failed. There was no patient involvement.